Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call hardware low level failure error alarm on the insulin pump. Customer¿s blood glucose level was 4.2 mmol/l. Troubleshooting for hardware low level failure error alarm was performed. Customer performed the self-test and the alarm recurred. Customer was advised to call back to complete the troubleshooting process when they received a new battery cap.